Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.027.055s. Lot 1l68115: manufacturing site: bettlach. Release to warehouse date: october 03, 2018. Expiry date: october 01, 2028. A manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. A product investigation was completed: the device was in unlocked position when received; the locking screw was screwed into the sleeve body to far during surgery what makes the use of the impactor for pfna blade impossible. The device shows abraded color and marks on both flanks of the body sleeve. Once the locking screw was moved to the correct position, the device passed the functional test successfully. The blade could be locked and unlocked as foreseen; the reported problem could not be reproduced. The complaint is not confirmed. During the performed evaluation no product problem could be detected. Therefore, the in the investigation flow listed remaining investigation steps, document/specification review and dimensional inspection are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. The date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Corrected data: the date of the procedure is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019, the proximal femoral nail antirotation (pfna)-ii blade was unable to lock inside the bone of the patient. Thus, the surgeon was forced to change pfna-ii blade which resulted in delay of the surgery for thirty (30) minutes. The surgical procedure was successfully completed. Concomitant devices reported: unknown nail (part# unknown, lot# unknown, quantity 1), unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna-ii blade. This is report 1 of 1 for complaint (B)(4).